Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were performing cuff check, the air did not enter the cuff. Customer indicated there was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample of device received for evaluation. Information has been added to the database and trends will continue to be monitored. An inflation/deflation test was performed and it was observed the cuff deflated after a minute and a half. A visual inspection was performed and it was observed the cuff presents a small cut. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.